Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the device was not working because there was air in the system. The device was replaced and a new ipp was implanted. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.